Event description:
It was reported that a short dated ins was received the day before case. A manufacturing representative, preparing for implant, set to recharge battery. They found battery was in over-discharge state. It was decided not to implant. They did not do a reset. Another stimulator was used. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) revealed that there was an integrated circuit anomaly. Analysis confirmed an anomaly that caused higher that nominal current drain (18ua) while in the locked mode state, thus causing the battery to deplete faster than expected.

Manufacturer narrative:
(B)(4)